Manufacturer narrative:
The investigation has determined that lower than expected sodium (na+) results were obtained from a non-vitros biorad quality control fluid using vitros chemistry products na+ slides lot 4242-1062-1876 on two different vitros 5600 integrated systems. The investigation could not determine a definitive assignable cause of the event. An unknown issue related to performance of the vitros electrolyte reference fluid (erf) lot x9104 was a potential contributing factor. The qc performance issue was resolved when the customer switched to an alternate lot of vitros erf (lot w9088). However, the troubleshooting performed while using vitros erf lot x9104 was not adequate to confirm an issue with that erf lot as the troubleshooting was performed using improperly prepared vials of vitros calibrator kit 2. In addition, the customer stated that there were no issues with any results for vitros k+ or vitros cl- when using vitros erf lot x9104. Therefore, an issue with the erf fluid could not be ruled out nor confirmed as a contributing factor of the event. Based on historical quality control results, a vitros na+ lot 4242-1062-1876 performance issue is not a likely contributor of the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4242-1062-1876. No precision testing was performed on the vitros 5600 integrated systems at the time of the event to verify instrument performance. However, an instrument related issue is not a likely contributing factor of the event as qc results returned to expectations without any known service actions being performed on the instruments. (B)(4).

Event description:
The investigation has determined that lower than expected sodium (na+) results were obtained from a non-vitros biorad lot 56650 level 3 quality control fluid using vitros chemistry products na+ slides lot 4242-1062-1876 on two different vitros 5600 integrated systems. Vitros j56002144 system: vitros na+ result of 143.9 mmol/l vs. Expected 163.0 mmol/l vitros j56002145 system: vitros na+ results of 143.7, 144.8, 140.1 mmol/l vs. Expected 163.0 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros na+ results were from a control fluid and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number three of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).